Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin and insulin gauge displayed over 180 units of insulin. There was no impact to the customer's blood glucose level. The customer indicated a follow-up call would be made to technical support after 10.2 units of insulin have been delivered. Multiple attempts were made by tandem technical support to confirm whether the customer received an accurate fill estimate; however, no further information was provided regarding the reported event.